Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The fse recommended that the batteries be charged prior to use. The system operates as intended and was returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that the system displayed a filament regulator error, which occurred during a procedure with pt involvement. This may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with this event.